Event description:
It was reported that the ventilator failed internal leakage test and patient circuit test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and patient circuit test during pre-use check. Our field service engineer has investigated the reported machine on site. The pull magnet has been replaced and sent back for investigation. The returned part has been tested in a machine. It failed the pre-use check with breathing safety test that indicates that the safety valve didn't open while it reached 140.22 cmh2o. The provided logs showed that the machine failed with internal leakage test that there was a major leakage in which indicates that the safety valve was stuck at open position. Normally, the safety valve should opens when the pressure reaches 117 ±7 cmh2o. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas will pass through the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. It was not possible to find the root cause for the safety valve being stuck on both closed and opened conditions.